Event description:
Since it was placed. The pump does not depress for full inflation nor does it seem to inflate appropriately. He was counseled on the various options for treatment of erectile dysfunction and elected to proceed with removal and replacement of 3-piece inflatable penile prosthesis.